Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia on january 15, 2 pm with an unknown blood glucose level. The customer was treated with intravenous insulin at the hospital. The customer also experienced high blood glucose level at the time of call and treated with bolus. The customer declined troubleshooting. Customer also stated that belt clip was broken. The device will not be returned for analysis.